Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display is not working properly.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is not working properly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the main board after determining that it was faulty. All tests passed. The iabp was handed over to the user in good, working condition.